Manufacturer narrative:
IFU review was conducted. No deviations were found. Final report conclusions (dated sep. 11, 2019): medinol's commercial products' dhrs are checked to verify that all manufacturing and release test documentation is present and meets requirements. However, for this complaint the specific DHR could not be checked as the related lot number was not available. The investigation was limited as medinol did not receive the device or the angiogram. It is not possible to reach any conclusion about the circumstances and reason for the stent dislodgement. There was no injury to patient. Please note that even though additional information of the system size is required in order to unequivocally determine if this event qualifies as reportable in the us per guidance for industry and food and drug administration staff, "medical device reporting for manufacturers" issued on november 8, 2016. Following the distributer's notification of a submitted MDR for this case, it was classified as an MDR reportable event on september 1st 2019.

Event description:
Description summary (obtained on aug. 04, 2019): "as reported, during use of an unknown elunir stent there was stripping of the device off from the delivery balloon before the balloon was inflated. This led to the stent being sat in situ in the left main undeployed. There were no reported patient injuries. The consultant managed to inflate a percutaneous transluminal coronary angioplasty (ptca) balloon distal to the stent in order to be able to pull it back into the guide and remove it from the coronary vessels. Unfortunately, the stent could not be removed from the sheath and had to be left in situ in the patient's radial artery. Any of the materials used are not available for analysis." Additional information (obtained on (B)(6) 2019): the device was stored on a trolly at room temperature for approx 8 weeks. The stent was stripped off of the balloon on the delivery catheter and was sitting in the left main unexpanded. The user tried to remove the stent from the patient by inflating a semi-compliant ptca balloon over the wire distal to the stent and pulling it back into the guide catheter and then planned to pull it back through and out of the radial sheath, but the stent crushed and the customer could therefore not get it through the distal segment of the radial sheath, and therefore had to leave the stent inside the radial artery. The elunir product was not removed intact from the patient. The target lesion was ostial lad and ostial circumflex. The device was not used for a chronic total occlusion.